Event description:
It was reported that the customer experienced difficulties inserting cartridges on the pump due to an unknown issue with the pump housing.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.